Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer after being explanted for elective replacement indicators (eri). A report was also received that the device may have reached eri too soon, however it was noted that the patient received 52 shocks from the device. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.